Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and evaluated. Visual inspection revealed evidence of saline residue in the suction tube, indicating the device was used. Visual inspection of the active tip revealed the manifold was melted from the 4 to 8 o¿clock positions on the tip. The observed damage would lead to sparking at the active tip, confirming this complaint. A functional test was not conducted to avoid further damage. Review of the device history record indicated that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the records reviewed. Review of the depuy synthes mitek complaints system revealed no other complaints of any type for this lot of devices released to distribution. Due to an increasing trend of this failure, a supplier CAPA was initiated to investigate this issue further to determine root cause and to identify appropriate corrective actions. Corrective actions to be identified through the CAPA, if a root cause is found then appropriate corrective actions will be identified and implemented accordingly; there are none to be implemented at this time. Depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. UDI: (B)(4).

Event description:
The affiliate reported via email in the first 5 min of operation electrode worked as usually, during a shoulder arthroscopy, but then started to make audible signals and flashes and finally, after some seconds, failed to work constantly. Used a new vapr handpiece. Case was prolonged for 10 minutes. Additional information received via email from the affiliate on 6-13-17: the flash of this device did occur inside the patient. Nothing fell into the patient. This device was new. The device was not buried in tissue.